Manufacturer narrative:
(B)(4).

Event description:
It was reported that and an asymptomatic patient presented with episodes of non-sustained rv oversensing due to post-paced t-wave oversensing via merlin.net transmission. Programming changes were made. The patient was stable.